Event description:
It was reported that a male patient presented to a clinic for a routine 90 day post operative follow up after undergoing an open reduction internal fixation of the right clavicle on (B)(6) 2013. It was discovered that the implant protruded superior to the bone. Follow up x-rays revealed the implant loosening, and a non union of the right clavicle. The patient was scheduled for operative intervention on (B)(6) 2014 for removal of hardware and revision open reduction internal fixation of the right clavicle. Hardware was reported to be intact, not broken or damaged. It was reported that the hardware was loose and that the screws had lost fixation. The fracture was reduced and fixated with a locking compression plate reconstruction plate and screws and a locking compression plate. It was reported that the surgery was successfully completed. This is report 7 of 9 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.